Manufacturer narrative:
Code 213-the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Code 22-per instructions for use of the gore® dryseal flex introducer sheath under potential adverse events, adverse events that may occur and/or require intervention include but are not limited to hematoma.

Event description:
On (B)(6) 2018, the patient underwent treatment of a brachiocephalic thoracic aortic dissection in zone 2 with gore® tag® thoracic branch endoprostheses. The patient tolerated the procedure. It was reported an aortic introducer sheath (dryseal flex dsf2433/18444120) was used in the right femoral vessel with percutaneous access. On (B)(6) 2018, the patient presented with a right groin hematoma with hemorrhage. No blood transfusion was needed. The physician performed a right groin exploration and femoral artery repair. This resolved the hematoma, the patient tolerated the reintervention.